Event description:
This is a report from a consumer with supplemental information provided by a nurse in the USA of use error / touch contamination and peritonitis in a patient coincident with dianeal therapy (unspecified). During a follow up call by baxter product surveillance (ps) regarding an unrelated issue, the home patient (hp) reported she has been using manual supplies the past few days and has been on antibiotics since she has an infection. No further clinical information was reported at the time of this initial call. On (B)(6) 2012, ps contacted the hp's peritoneal dialysis nurse (pdn) and received the following additional information. On an unreported date, the patient began treatment with dianeal (unspecified) therapy (dose, frequency, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date in (B)(6) 2012 the patient was diagnosed with bacterial peritonitis. At the time of this report, the pdn reported the patient had not recovered from the peritonitis event and stated the hp continues to have a recurrent peritonitis (details not provided). The pdn stated the patient came to the clinic asymptomatic, however, had recent effluent cultures (dates unspecified) which continue to be positive for streptococcus (unspecified). The pdn stated the cause of the peritonitis was due to a touch contamination (details not provided). The pdn stated the patient has been retrained on proper aseptic technique (date unspecified). Per the pdn, the patient was never hospitalized for the peritonitis but was treated with cefazolin and ceftazidime (doses, frequencies, and lots not reported). Pd therapy has been ongoing. The patient was recently switched to manual supplies and the patient manually puts antibiotics in her pd solutions (dose, frequency, lots not reported). The pdn confirmed the patient is currently recovering from the peritonitis event. The pdn stated the cause of the peritonitis was not related to a baxter device or solution. The pd nurse refused to disclose any further medical information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient described as a touch contamination. The assignable cause for the touch contamination was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.